Manufacturer narrative:
Visually confirmed the instrument tip is broken approximately 45mm from the tip. Microscopic examination of the fracture surface reveals a quasi-brittle angulated fracture with material flow indicative of torsional overload. A review of the device history records found no information to indicate a non-conformance to specification.

Manufacturer narrative:
(B)(4). The device has not been returned to medtronic for evaluation. We are unable to determine cause of the reported event.

Event description:
It was reported that the shaver was inserted into l4-l5 disc space. While shaving, paddle tip broke off inside of the patient. The broken piece was removed using long needle driver. Fluoroscopy indicated that no fragments were left in the patient. There were no patient complications.